Event description:
Caller reported that a "not enough insulin" alarm was triggered on the tandem mobi device. There was no adverse impact to the customer's blood glucose level. The pump had been reset previously due to charging issues and lacked sufficient insulin to reload the cartridge, but there was no issue with the pump itself. The customer planned to change the cartridge, resume insulin delivery, and call if further issues occurred.